Event description:
Per provider the weld on the seat frame broke, the dealer was calling in to check on his order and explained he needed the frame because the arm is not stable and the customer uses his arms to side transfer.